Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not provided cgm and bg meter readings; however, customer reported the discrepancy was 15-20 points while customer's bg level was above 80 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.